Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for investigation. Based on clinical description, the root cause of access site bleeding was due to a use issue as the forward sutures were loose and when they were fixed, the bleeding subsided.

Event description:
The user facility reported a 24-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed coinciding with impella support. While it was originally believed that the blood leak was coming from a compromised repositioning sheath, it was later discovered that the forward tension sutures were loose and not providing the needed tension at the access site. After replacing the forward sutures and placing a mattress suture, the bleeding at the site stopped. In addition to the sutures, the patient was provided two units of packed red blood cells to counteract the blood loss. The patient was considered to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿